Event description:
It was reported the patient had a "bout of mania" and their vns generator was programmed off. Further follow-up with the patient's treating physician, it was reported the patient was hospitalized for an acute psychiatric condition, after starting up the vns. The vns was shut off for several months. The physician felt that the vns stimulation exacerbated an underlying condition. After several months of stabilization, the patient is now being titrated again on the vns. After the last programming increase (amplitude only .25 m a) the patient felt more racing thoughts, but when she placed the magnet over the stimulator she realized it was not the vns. It is not clear at this time if the event is vns related.